Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on approximately 01/14/2026, the patient was at home with their mother. The patient was not waking up at the usual time, so the mother woke her up and the patient was acting ¿strange¿. The patient started vomiting and feeling unwell. The sensor was showing normal range 12.1 mmol/l however the mother checked the bg 3 times and it was 23.8 mmol/l and similar values. The mother checked the ketones which were over 3 mmol/l. The patient was taken to the hospital. There the patient was treated with intravenous drip (hydration and ¿flush out ketones¿). The patient was discharged from the hospital on the same day. At the time of the report, the patient was stable but tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.